Event description:
It was reported that the breast pump burned. Customer had not used the device when the device was burned. No adverse patient effects were reported.

Event description:
It was reported that the breast pump burned. Customer had not used the device when the device was burned. No adverse patient effects were reported.

Event description:
It was reported that the breast pump burned. Customer had not used the device when the device was burned. No adverse patient effects were reported.